Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, suture, link, posterior cuff, and needles were not returned with the device which limited the scope of the investigation. Inspection of the returned device indicated that the anterior cuff miss occurred as evidenced by an anterior cuff remaining in the foot pocket. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the proxy plunger insertion. Based on the investigation findings, the probable cause for the anterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. No manufacturing or quality deficiency was detected. There does not appear to be any indication of a lot specific product quality deficiency.